Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving "2000 or 1000 mcg/ml" gablofen at 270 mcg/day via an implantable pump for intractable spasticity. It was reported that an empty pump occurred. The patient's pump was set to alarm on (B)(6) 2017 for low reservoir. They realized they had passed the alarm date and they brought the patient in today for a refill. The physician assistant was able to pull up the logs, but the healthcare provider (hcp) did not have the logs available at the time. It was noted that the patient was hospitalized for two weeks due to seizures. The hcp assumed the patient was in withdrawal at that time. The event date was noted to be (B)(6) 2017. It was stated that they would most likely start the patient back up at 100 mcg/day and then bring the patient back next week to increase the dose. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient went to the emergency room on (B)(6) 2017 with seizures off and on for 24 hours. It was reported that the patient was admitted. It was reported that the patient was discharged on (B)(6) 2017. It was reported that there was no record of device issue in the emergency room. It was reported that the patient had a history of seizures. It was reported that the patient missed the refill and arrived on (B)(6) 2017 with the pump empty for refill. It was reported that the patient's weight was (B)(6) at the time of the event. No further complications were reported.